Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in two pieces, fiber body was broken. The initially reported event was confirmed, since there was found a fiber break. It is probable that procedural handling and procedural conditions of the device during set-up and/or use may have contributed to the fiber break. A fiber that is kinked or stressed during setup might not show immediate problems but could fracture once laser energy is applied. According to the instructions for use (IFU), there is a warning that states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a percutaneous procedure, the fiber was pre-checked and there was no problem, however, it was damaged before the procedure was started. The procedure was completed with another fiber without patient complications. The fiber returned and the device analysis confirmed a fiber body fracture.